Event description:
On (B)(6) 2010, patient reported the down button on his infusion device was not functioning properly. This was noticed on (B)(6) 2010. Confirmed up button was functioning as intended, and the down button did not respond. Patient has used this infusion device for over 2 years and boluses 4 times per day. Down button does not pop up after being pressed. Patient reported infusion device has been dropped a couple of times. This occurred approximately 6 months ago. Infusion device has not been exposed to water or insulin ingress. Product was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.